Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the catheterization/infection was not related to the device or therapy. The device was reprogrammed on (B)(6) 2014 and the patient was doing well. A 50% or greater symptoms reduction was noted. The patient had not been seen by the healthcare provider since (B)(6) 2015.

Event description:
It was reported that a patient had surgery on (B)(6) 2014 to put a titanium rod in her femur because her femur snapped. Now the patient had a bone infection and cellulitis that had gone from one side of the body, across her back, and down the other leg. The patient had a catheter in and it was taken out. She left the hospital, was gone for two days, and someone tried to say she had pneumonia so she was sent back to the hospital. The patient had so much fluid, was given lasix, and she went right away. She fell asleep in the emergency room, and when she woke up, she had to go to the bathroom right then and the ¿flood gates came open.¿ the patient was catheterized and she got an infection from it. When that was ¿done and over with¿ and out, the patient went to reset the device, but it wouldn¿t do that. The patient was currently admitted to the hospital and wanted to adjust the implantable neurostimulator (ins) because when she needed to go to the bathroom and asked for assistance, if it took too long she was walking along tinkling. The patient had a loss of therapeutic effect and a loss of bladder control. The catheter had been out for three days, that¿s when she tried to make adjustments, and she was having difficulty synching. The patient programmer was not able to make an adjustment with the antenna attached. There was no telemetry, she was getting the poor communication screen, and she had tried new batteries. She wanted to increase stimulation to see if that would help her symptoms and she had never had trouble making adjustments before. The patient looked at the antenna cord and antenna jack, and they both looked ok. Analysis of the programmer revealed no significant anomaly. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va03ymv, implanted: (B)(6) 2012, product type lead. (B)(4).